Manufacturer narrative:
Product code = dqx. The device will not be returned as it was disposed by the customer.(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a fistulagram, the bentson straight fixed core wire guide was unable to be removed from another manufacturer's balloon catheter. It was noted that separation of the wire guide from the catheter was unable to be achieved even after removal from the patient's anatomy. The green coating of the wire guide was observed to be detached from the wire. Another device was opened and used to successfully complete the procedure. No kinking was noted prior to use of the wire guide; resistance was encountered during removal. The wire guide coating was activated prior to use by dipping the wire in heparinized saline. The wire was placed in a basin with heparinized saline while not in use throughout the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.